Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: livingston, k. Et al. (2015), parasol rib deformity in hypotonic neuromuscular scoliosis a new radiographical definition and a comparison of short-term treatment outcomes with veptr and growing rods, spine, vol 40(13), pages e780-e786 (USA). The goals of this study are: (1) to define parasol rib deformity using radiographical parameters, and (2) to compare the efficacy of rib-based instrumentation (veptr) versus spine-based instrumentation (gr) to correct and/or prevent parasol rib deformity and spine deformity in hypotonic neuromuscular scoliosis. As a secondary outcome, this study also analyzes assisted ventilation rating (avr) before and after treatment. A total of 45 patients were included in this study. They were divided into 2 groups; 23 patients were treated with veptr while 22 patients were treated with growing rods (gr). The following complications were reported as follows: 11 patients had respiratory issues. 8 patients had wound complications or infections. 3 patients had rib fractures. 1 patient had cardiac arrest. 4 patients had implant failures. This is for an unknown synthes vertical expandable prosthetic titanium rib (veptr). This report is 1 of 1 for (B)(4).